Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, loss of capture and decrease in r-wave amplitude were observed on the right ventricular (rv) lead. The lead was not implanted and was replaced. The patient was stable.